Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who will communicate the issues to the patient¿s physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a high pacing impedance measurement of 1700 ohms on the right ventricular (rv) channel. The measurement was noted to be unchanged from the implant procedure. The most recent measurement was 2096 ohms. Sensing and threshold measurements are stable. The patient did report falling one month post implant. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that further testing was performed to assess for noise and erratic out of range impedance measurements and the results were negative. An x-ray did not identify a lead fracture or connection issue. The physician will continue to monitor the patent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.